Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl. The customer changed out his site. However, troubleshooting did not continue due to miscommunication between the caller and the 24-hour product helpline assistant. No products were returned or replaced.